Manufacturer narrative:
Correction: h6 conclusion code. One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. Further investigation revealed that the catheter shaft material had been fractured between the pull ring and electrode ring 4. The deformable body thermocouple (tc2) was determined to be fractured at the location of the fracture in the shaft material, consistent with the detected open circuit and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured wire remains unknown. UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tcse-dd) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. Further investigation revealed that the catheter shaft material had been fractured between the pull ring and electrode ring 4. The deformable body thermocouple (tc2) was determined to be fractured at the location of the fracture in the shaft material, consistent with the detected open circuit and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured wire remains unknown. UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tcse-dd) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
This report is to advise of a fracture noted during analysis.